Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic ring at the top of the reservoir compartment broke off. The customer's blood glucose level was 6.3 mmol/l at the time of the incident. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The device was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window.